Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was confirmed that the catheter had separated from the hub. Another device was placed in the patient alternatively. No strong forces had been applied to the catheter in the period from the catheter placement to the separation(13 days). The patient required an additional procedure to remove and exchange the drainage catheter due to hub separation.